Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Check vent: primary alarm failed" (power speaker fail, diagnostic code 1102) occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. The speaker #2 will be replaced. The pse replaced the speaker to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has an error code primary alarm failed" message that sounded during pre-use checking. The unit kept operating when the alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The removed speaker assembly was returned to the product investigation lab (pi). The pil technician installed the speaker assembly into a pi ventilator to duplicate the reported issue. The speaker assembly was tested and was verified that there was no repeat of any error codes. In addition, the pil tech verified that the speaker does emit a distinct audible alarm during induced alarm conditions and the speaker passes all resistance testing of the voice coil and associated wires of the speaker. The suspect speaker¿s accusation has resulted in no problem found. The suspect speaker operates as designed.